Event description:
It was reported that during a da vinci-assisted partial nephrectomy and nephropexy surgical procedure, the 8mm fenestrated bipolar forceps instrument had broken conducting wires. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conductor wire had full breakage. The black insulation was not stripped or damaged. There was loss of cautery associated with the broken cable. There was no injury or harm to the patient. The surgery was completed as planned robotically. The surgeon used a backup instrument to complete the procedure. There was no delay, and no fragments fell inside the patient. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken conductor wire close to the proximal clevis hole. The instrument failed the electrical continuity test. No thermal damage was found on the instrument.